Event description:
The patient has a previous right side ifuse si joint arthrodesis where three ifuse implants were placed. The patient later presented to a new surgeon with recurrence of her pain symptoms after a period of relief and requested the removal of the implants. In (B)(6) 2015, the surgeon performed a revision surgery where he removed all of the implants using osteotomes and the implant removal tool. The condition of the patient following the surgery is not yet known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. The patient requested the removal of the implants. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implants. No other information available.